Event description:
(B)(4) study. It was reported that post stenting procedure, chest pain occurred. In december 2010, the patient presented with non st elevation myocardial infarction and cardiac catheterization was recommended which revealed one target lesion. The lesion was 99% stenosed and located in the proximal right coronary artery. The lesion was 38mm long with a reference vessel diameter of 4.0mm. It was treated with pre-dilatation and placement of a 4.00 mm x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 9%. Two days later, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and hospitalized the same day.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).